Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer stated the prograsp forceps (pf) instrument would not release from the tissue easily. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. There was nothing out of the ordinary to be observed. Surgeon was performing sigmoid colectomy and issue occurred while surgeon was grasping bowel. The issue did not occur after a system fault. The target tissue was moving bowel. The instrument jaws released tissue but not easily. The jaws did not close stuck on tissue. There was no adverse effect to the grasped tissue. The procedure was completed using a different prograsp forceps instrument. There was no unexpected tissue removal or blood loss. There was no reported injury. The instrument will be returned to isi for evaluation. There were no photographs or video recording available for review.